Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ay16, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Event description:
It was reported by the patient via the manufacturer representative that they were no longer receiving relief from their implantable neurostimulator (ins). It was noted that the patient was in a car accident on (B)(6) 2014 that may have be related to the issue. It was indicated that they tried reprogramming, an x-ray, and an impedance check, but stimulation remained painful on all electrodes. No impedances were found. The lead and ins were explanted and a replacement scheduled for the day of this report. The issue was not resolved at this time.

Manufacturer narrative:
Analysis concluded the stim ins (B)(4) had no evidence of anomalies found. Analysis concluded the stim lead (B)(4) had no significant anomalies as the body conductor was crushed likely as result of the explant procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3889-28, lot# va0ay16, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.